Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred, causing the customer to experience a "high" blood glucose (bg) level. The customer administered a correction injection to treat the high bg. Customer changed pump supplies to address the issue.